Manufacturer narrative:
The "date of event", "model #", and "serial #" were not provided. Should further information become available, a follow-up report will then be submitted.

Event description:
Alleges there was a short in the electrical lift mechanism causing fire. This unit was purchased second hand in 2011.

Manufacturer narrative:
The device was not made available for evaluation. A technician was sent to customer's home and at this time the customer informed the technician that the chair was not at his location but at a friend's house. Tried contacting consumer several times since without response.

Event description:
Alleges there was a short in the electrical lift mechanism causing fire. This unit was purchased second hand in 2011.

Manufacturer narrative:
The "model #", "serial #", "unique identifier (UDI)", "initial reporter", and "PMA/510(k)" were updated. The device has not been made available for evaluation at this time. Should further information become available, a follow-up report will then be submitted.

Event description:
Alleges there was a short in the electrical lift mechanism causing fire. This unit was purchased second hand in 2011.